Manufacturer narrative:
The user reported that they are currently hospitalized due to a stroke. The user declined to proceed with the process at this time, requested to be contacted again in two weeks, and ended the call. No additional information was provided before the call was terminated.

Event description:
Senseonics was made aware of an incident where user was hospitalized due to a stroke. The user declined to proceed with the process at this time, requested to be contacted again in two weeks, and ended the call. No additional information was provided before the call was terminated.